Event description:
It was reported that the patient experienced a pericardial effusion with a decrease in blood pressure. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a faradrive sheath the patient experienced a pericardial effusion with a decrease in blood pressure. Pvi was completed with the farawave catheter, then a non-boston scientific mapping catheter was inserted into the left atrium (la). After mapping the la post-pvi testing was done, and an effusion was seen on intracardiac echocardiography (ice). Shortly afterwards the patient's blood pressure decreased, and the epicardium was tapped. The patient was transferred to the operating room (or) for surgery. The patient's condition is currently unknown. The procedure was completed successfully despite the complication. The patient's condition is currently unknown. The device has been received and is pending analysis.

Event description:
It was reported that the patient experienced a pericardial effusion with a decrease in blood pressure. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a faradrive sheath the patient experienced a pericardial effusion with a decrease in blood pressure. Pvi was completed with the farawave catheter, then a non-boston scientific mapping catheter was inserted into the left atrium (la). After mapping the la post-pvi testing was done, and an effusion was seen on intracardiac echocardiography (ice). Shortly afterwards the patient's blood pressure decreased, and the epicardium was tapped. The patient was transferred to the operating room (or) for surgery. The patient's condition is currently unknown. The procedure was completed successfully despite the complication. The patient's condition is currently unknown. The device has been received and is pending analysis.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the sheath underwent visual inspection, functional testing, leakage testing, and microscope inspection. No outer abnormalities were noted. The sheath was able to properly deflect and seal pressure and fluid within the sheath. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. No damage was noted on the hemostatic valves. The returned faradrive sheath was analyzed, passed all tests performed, and exhibited normal device characteristics. Pericardial effusion and hypotension are potential procedural complications addressed within the faradrive IFU. Analysis did not find any abnormalities that could have contributed to the reported patient codes.